Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Add'l info will be submitted within 30 days of receipt.

Event description:
During an av-fistula pta procedure, the physician attempted to prep the balloon, but found a hole at the distal end of the shaft. The pt is a male (age unk). The balloon was not kinked, bent, or mishandled prior to prepping. The product was stored correctly. There was no damage noted to the packaging. The product was not used in the pt. There was no reported injury to the pt.